Event description:
It was reported that the left ventricular lead exhibited intermittent capture based on running electrogram strips.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.